Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to "muscular diplopia" and the lens being subluxed. The lens was exchanged for a monofocal lens. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Result from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been on other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).